Manufacturer narrative:
(B)(4). Batch # u5dp0l. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. It should be noted that product failure is multifactorial. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: .could you please confirm the event date ((B)(6) 2021)? (B)(6) 2021. Did any piece break off of the device? No further information is available. If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? No further information is available. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? It was broken. Were any unusual or unexpected noises heard during time of use? No further information is available.

Event description:
It was reported that during an unknown procedure, the firing trigger was broken at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.